Event description:
Cath lab procedure being performed was ablation and atherectomy of left popliteal artery and tibioperoneal trunk and of peroneal artery. When removing 2 mm burr from the peroneal artery, the burr got caught, damaged the artery and was unable to be removed. Pt was taken to the operating room for exploration of left peroneal artery. At that time, it was found that the artery had been damaged and the artery avulsed. A segment of the artery was removed. The burr was removed. This was a limb salvage procedure. The viability of the foot became severely impaired. Pt was transferred, at this request, to another where amputation was performed.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-feb-94. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.